Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping and scrolling noted. Insulin pump passed the displacement test, rewind and basic occlusion test. Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Insulin pump had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 156 mg/dl. Customer stated that when she was going to bolus for a drink, the numbers started scrolling up. Customer attempted to change the battery and that's when the pump gave her a button error. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.